Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation, but a provided x-ray image shows a fully deployed covered stent with radio-opaque markers visible on both ends. The distal end of the covered looks collapse as there is a diameter change. This is only an image of one plane which is not enough to fully explain what happened to the stent in this area. The investigation leads to confirmed results for stent deformation. It was reported that a 10f introducer/0.035" guidewire were used for access and there were no defects on the delivery system; the stent was post dilated. Based on the available information and the evaluation of the provided x-ray image, the investigation is closed with confirmed results for stent deformation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding stent graft size selection, the instructions for use states "special care must be taken to ensure that an appropriately sized device is selected". A table to provided in the instructions for use to ensure accurate stent size selection. Regarding pta, the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated" and "post-dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel". "It is recommended to advance the pta balloon catheter through the deployed covered stent under fluoroscopy to ensure that the covered stent remains well positioned". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the right upper arm graft via right arteriovenous graft, the distal end of the stent was allegedly found to be collapsed after deployment. Reportedly, post dilation was done and the end of the stent re-lined with another stent graft. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the right upper arm graft via right arteriovenous graft, the distal end of the stent allegedly collapsed after deployment. Reportedly, post dilation was done and the end of the stent re-lined with another stent graft. There was no reported patient injury.